Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The UDI is unknown because the part number and lot number was not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation determined the reported separation and patient effects of embedded device appear to be related to circumstances of the procedure; however, a conclusive cause for the reported difficulty removing the balloon dilatation catheter from the anatomy/guide wire could not be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the heavily tortuous, heavily calcified left anterior descending coronary artery. The unknown trek balloon dilatation catheter (bdc) was advanced without issue in the patient anatomy; however, the bdc was advanced off the guide wire. The bdc was retracted to try to get it back on the guide wire and resistance was felt and the balloon separated. It is unknown if the resistance during retraction was with the anatomy or with the guide wire. A stent was implanted, embedding the balloon in the lad. The patient is doing fine. There were no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot.

Event description:
The following additional information was received: the patient presented with a non-st elevated myocardial infarction (nstemi). The device used in the procedure was confirmed to be a 2.0x12mm mini trek balloon dilatation catheter. No additional information was provided.